Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a procedure, the drill bit broke. The broken fragment retrieved and discarded of. There wasn't any impact on the procedure and the procedure was completed successfully.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the tip is twisted and broken off amd due to this damage the relevant dimensions can no longer be verified. Visual inspections noted that the drill bit was overturned by excessive applied torsional force. A visible sign on the tip indicates that the drill bit became stuck either in the bone or in the drill sleeve and as the user turned with thigh force, the drill bit became damaged. It is recommended not turning the drill bit during insertion into the drill sleeve in order to prevent jamming in it. No product fault could be detected.